Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via ac power but did not power on using battery power. The device was able to obtain readings and alarmed audibly under alarm conditions. Internal inspection showed the battery fuse f3 is open circuited. The fuse was temporarily shorted and the device was operational on battery power. The device was fully functional on ac power, the open fuse caused the device to not receive battery power.

Event description:
The customer reported the rad-8 will not stay on with ac power. No patient impact or consequences reported.